Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that ever since receiving his new dario meter, his bg readings have been in the 160 mg/dl range, which he stated is out of his normal range. The user added that his old dario meter, which he stated worked well for five years, as well as his non-dario meter, gave him bg readings in the 110 mg/dl to 120 mg/dl range, which he stated is in the normal range for him. Due to the bg readings that the user received with level 1 of dario's control solution, using his new dario meter, a replacement of dario's meter was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. The RMA package was received for investigation on (B)(6) 2024. The meter was tested and was reading within range. In addition, the user reported that he tested his bg with the replacement dario meter and the readings are within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user, who has two dario meters reported that since (B)(6), when he received his new dario meter, he received bg readings that were 40 mg/dl higher than what he was used to receiving. Following the above, the user re-tested his bg with a new cartridge of strips and dario's level 1 control solution, and received readings averaging 145 mg/dl. The user stated that according to dario's level 1 control solution, he was supposed to receive a reading of 100 mg/dl. The user reported that he then tested his bg using his non-dario meter and dario's level 1 control solution and received bg readings averaging 102 mg/dl, as he had expected. The user then reported testing his bg using his non-dario meter and his non-dario control solution, where the user received bg readings averaging 100 mg/dl. The final test that the user reported performing was using his new dario meter together with his non-dario control solution, and he received bg readings averaging 147 mg/dl, including several readings in the 200 mg/dl range.